Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lap. Sigmoidectomy. While being applied to the tissue, the device would not fire. The status indicators were flashed green at that time. The device did not react at all and remained clamped on the tissue. The jaws were removed from the tissue using the manual adapter tool. No patient injury.